Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing failure and spikes in inappropriate spaces. It was also reported that the right ventricular (rv) lead exhibited diminished sensing. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.